Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology width. The patient was hunting at the time of the shock. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.